Event description:
The complainant alleged that during routine shift check by a clinician, the device displayed "test fail" message. The complainant indicated that there was no pt involvement with this reported malfunction.